Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged with the issue resolved and no permanent damage; date of event is approximate and duration of stay was not known. The customer declined further troubleshooting by tandem technical support and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.